Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation upon inspection and evaluation, the customers allegation of air/water flow issues from the air/water flow system was due to the forceps channel and the suction cylinder both being shaved. Additionally it was discovered that there was foreign matter found within the nozzle due to insufficient cleaning. The following findings were identified and are as follows: due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, adhesive on the bending section cover had a chip, adhesives around light guide lens had white-clouded area, (e.) Adhesives around objective lens has white-clouded area, paint on suction cylinder was peeled, paint on the air and water cylinder was peeled, the image guide protector had a scratch, the plastic distal end cover cover had a scratch, protector of universal cord on control section side had a scratch, and the switch button one had a scratch, the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope stomach does not swell. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated and discovered there was foreign matter found within the nozzle. This medical device report (MDR) is being submitted to capture this reportable malfunction which was identified during the evaluation.